Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially it was reported that the carto 3 system displayed "a high force reading" when coming on ablation. There were "firecracker icons on the force reading dashboard." To troubleshoot, the cable was replaced without resolution. The catheter was replaced without resolution. They rebooted the system, shut everything off, and turned it back on without resolution. They replaced the grounding pads without resolution. The catheter was replaced with one from a different lot number, the issue was resolved, and the procedure was continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-oct-2023 there was a hole and reddish material in the pebax observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 24-oct-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-oct-2023. The device evaluation was completed on 24-oct-2023. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The blood found inside the pebax area may have contributed to the force issue. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported force issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported force issue and the biosense webster inc. Analysis finding of a ¿hole and reddish material in the pebax¿. Manufacturer's reference number: (B)(4).